Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. Reportedly the patient was unable to secure the cartridge cap properly. Patient stated that there was no damage to the pump and no evidence of moisture or corrosion in the pump. Patient ordered a replacement cap and it secured properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.